Manufacturer narrative:
Upon receipt, the programmer was visually inspected and no anomalies were noted. The system underwent functional testing and baseline checks were completed. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. However, despite analysis finding no device defect, this investigation is consistent with the criteria for a "cause traced to device design" event since the programmer touch screen was reported to be unresponsive during threshold testing.

Event description:
It was reported that this programmer touch screen froze several times while using the pacing system analyzer (psa) during an implantable cardioverter defibrillator (ICD) implant. The programmer was replaced and the procedure completed successfully. No adverse patient effects. The programmer was returned for analysis.

Event description:
It was reported that this programmer touch screen froze several times while using the pacing system analyzer (psa) during an implantable cardioverter defibrillator (ICD) implant. The programmer was replaced and the procedure completed successfully. No adverse patient effects. The programmer was returned for analysis.

Manufacturer narrative:
Correction: h9 field additional MFR narrative was updated. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing.

Event description:
It was reported that this programmer touch screen froze several times while using the pacing system analyzer (psa) during an implantable cardioverter defibrillator (ICD) implant. The programmer was replaced and the procedure completed successfully. No adverse patient effects. The programmer was returned for analysis.